Manufacturer narrative:
Correction - h6 (results code) . The reported event could not confirmed since there is clear radiolucence, cysts and dislocation of the tibial component visible, with an anterior subsidence. Loosening and migration can be confirmed. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. Upon further investigation of the CT scans, healthcare professionals opined that - there is clear radiolucence, cysts and dislocation of the tibial component visible, with an anterior subsidence. Loosening and migration can be confirmed. There is also some small radiolucence adjacent to the talar component. However, neither loosening nor migration can be confirmed, here. The underlying cause for the failure is not clear (although likely patient related). However, failure of total ankle replacement tar over time is a known complication. In case of a planned revision procedure a medical opinion aiming to determine the root cause of the failure is part of the internal investigation process. Sufficient radiological and clinical information must be provided to enable a meaningful clinical assessment and to identify possible causes of failure. In cases where a CT scan is the only available clinical source, the assessment is limited. No conclusive statement can be provided, because key clinical information e.g. Clinical status, exact symptoms and range of motion of the patient, assessment of the treating physician is missing. The root causes of radiographic findings such as radiolucent areas and bone cysts are often complex and multifactorial and cannot be determined scientifically without this decisive evidence. Due to these limitations, we are unable in such cases to provide statements about the patient, the procedure and or the device in relation to cause of the failure. Based on investigation the issue is caused most likely due to patient related factor i.e. Poor bone substance but more detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery due to the noted degradation of the anterior tibia and posterior loosening of the tibial component.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery for reasons that are not available at the time of this report.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report.